Event description:
The customer reported that an 840 ventilator had a burned smell. There was no patient involvement. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The ventilator passed all testing.

Manufacturer narrative:
Covidien reference # (B)(4).